Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. The device was returned to a third-party service centre. The device evaluation has been completed, and evidence of sound abatement foam degradation/breakdown was observed in the base unit. During the evaluation, secondary findings was observed. There was zero error codes found. The third-party service centre conclude that evidence of sound abatement foam degradation/breakdown was observed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Correction to the previously reported information: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. The device "dreamstation auto CPAP" was returned to the third party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and unit was without contamination. If any additional information is received, a follow up report will be filed. In box h evaluation results code grid, component code grid, conclusion code grid has been updated/corrected.